Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage while x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was due to blood/tissue in the helix region and the over torqued inner coil in the connector region. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead's helix was not able to extend properly. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not yet received.